Event description:
New information received notes the patient's right ventricular (rv) lead presented with continued intermittent capture and an insulation anomaly. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient status was unknown.

Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture and an increase in pacing impedance. Programming changes were made to restore normal parameters. The patient was stable.